Event description:
It was reported that there was posterior capsule rupture (pcr) after monofocal non-preloaded intraocular lens (iol) insertion. Iol was changed. There was delay in procedure. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: title, city, state: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.